Event description:
It was reported that a spectrum pump was displaying a constant air-in-line alarm. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. During baxter's evaluation, the unit was received inoperable due to constant "reload set" alarms. The evaluation found that the reading from the ultrasonic sensor were below specification. With low ultrasonic readings, the pump is more susceptible to air-in-line alarms. The ultrasonic sensor was replaced.